Event description:
It was reported that the surgeon inserted a micl12.6 implantable collamer lens and it cracked during insertion. The lens was removed without any patient injury and the back up lens implanted.

Manufacturer narrative:
(B) (4): evaluation results: a work order search was performed and there were no similar complaints found. Conclusion: based on the complaint history and work order search, we were unable to determine a specific root cause of the event. (B) (4).